Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump turned on and off. No additional information was available. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/03/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/25/2015 with the following findings: the pump powered on with the returned battery cap. The battery cap was able to fully tighten onto the pump. A power loss was not duplicated. The battery cap was measured to be within specifications. The battery compartment was intact. The pump's black box showed a pump reboot event following an empty cartridge alarm on 02/25/2015. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. There were no intermittent power events duplicated during the investigation. There was no evidence of moisture or loose components inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.